Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer pockets had not been detected on the communication bus. The field service engineer (fse) had shut down the station, opened the back, and replaced the retractor bands on drawers 2.1 and 2.2. After closing the back, the station had been booted into the hardware test application (hta). The fse had run diagnostics on the drawer, then rebooted the station into the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 2.2 had failed, and replacement had been required. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.